Event description:
It was reported that the patient presented with a high capture threshold resulting in a loss of capture from the right ventricular (rv) lead. The physician will reevaluate the lead at a future follow up to determine if a lead revision is necessary and no patient consequences were reported.